Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor had a second consecutive case (first case was the first eye of the same patient the previous week) of internal and central rupture of the lens when injecting them in their own cartridge and injector. Both needed to be removed and replaced. They have not had any more cases like these two but find that having two consecutive incidents is not normal. Through follow-up we learned that the doctor noticed anomalies when implanting the lenses, specifically an axis-to-axis transversal line. As a result, she removed the lenses and implanted new ones. No further information provided. This report is for the second eye. A separate report is being filed for lens (B)(4) (first eye of this same patient. Event date (B)(6) 2022).

Manufacturer narrative:
Correction: upon further review of the file, it was noted that this event is no longer reportable as account provided that the cause for the appearance of a central scratch on the lens was due to the use of a different injector than the one recommended in the directions for use (dfu) by johnson & johnson. Therefore, this supplemental filing is to state that this event is not reportable per additional information received and no further information will be provided as issue was due to use error. The current report captures the information below as issue is due to use error: section h6: medical device problem code: 1670 (use of device problem) all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.